Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. Complainant phone number consists of more than 10 digits: (B)(6). Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that the vascular stent had been placed for treatment of an obstruction in the right sfa and popliteal artery via right common femoral artery access in overlap with another stent. As reported, the tracking path was slightly calcified and resistance was felt during deployment. Sixteen days post implantation, the patient represented to the hospital and the stent was found to be fractured. A surgical intervention was performed to remove the fractured stent.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. On the basis of the evaluation of the explanted and returned overlapping stents and the images, it could be confirmed that two stents were placed in overlapping technique in the sfa over the knee and that the stent in the distal position was twisted. A stent strut fracture could not be confirmed. Inside the returned stent, huge dried particles were found imbedded in the stent struts which seems to be the reported thrombosis material. The occlusion is considered a consequence of the stent twisting. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. In this case, resistance was noticed during stent deployment but the stent could be placed without irregularity. There was a low grade calcification and tortuosity, and the system could be advanced to the lesion site without difficulty. Reportedly, the lesion had not been pre-dilated. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct deployment of the stent. Also the IFU states: "post stent expansion with a pta catheter is recommended." And "pre-dilation of the lesion should be performed using standard techniques."

Event description:
It was reported that the vascular stent had been placed for treatment of an obstruction in the right sfa and popliteal artery via right common femoral artery access in overlap with another stent. As reported, the tracking path was slightly calcified and resistance was felt during deployment. Sixteen days post implantation, the patient represented to the hospital and the stent was found to be fractured. A surgical intervention was performed to remove the fractured stent.